Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the device would not cross and upon removal the stent dislodged and it was compressed against the vessel wall with a stent. There was no attempt to snare the stent. No pt effects have been reported. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the outer member, on the hub, and in the guide wire lumen. There was contrast on the balloon, on the outer member, and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the proximal shaft, 7mm distal to the strain relief tubing. There were no kinks or damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length was measured and met mfg criteria. Based on the reported info, the failure to advance appears to be related to the heavily calcified lesion. Quality assurance technician analysis of the returned product noted blood visible on the balloon, outer member, hub, and in the guide wire lumen. There was contrast on the balloon, outer member, and in the inflation lumen. This is consistent with preparation and the sds advanced over a guide wire into the pt anatomy. The stent was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is likely that an interaction with the heavily calcified lesion may have loosened the stent implant such that during removal, the stent dislodged. The reported device embedded in vessel or plaque is a result of the dislodged stent that was crushed against the vessel wall. Analysis noted a kink in the proximal shaft. Since this damage was not reported in the incident info, the kink likely may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance or stent dislodgement. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. There have been no incidents reported for stent dislodgement or the pt effect of embedded device for this lot. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.